Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient's newly implanted device has reportedly been activated. The external visual inspection revealed the electrode was sliced along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.